Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017. Customer¿s current blood glucose was 219mg/dl and customer was treated with syringe and manual injection. Customer was wearing the insulin pump at time of hospitalization. Insulin pump will not be return for analysis.